Event description:
The iab was inserted into the pt on 12/1/98 at 4:30 pm and removed on 12/6/98 at 11:30 am. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. Also, surgery was required and the pt had a pseudoaneurysm. The iab was not returned to datascope.